Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Returns were not made available from the customer site for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using a retained kit of lot 00469un14 against a panel that uses the same matrix as patient samples used for testing during manufacturing. All results fell within the specification range of 0.23 to 0.43 ng/ml, which indicates acceptable product performance. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue is related to one discreet patient sample. No additional issues were identified.

Event description:
The customer reports that a serum sample taken from a female patient generated an initial architect stat troponin-I assay result of 0.351 ng/ml. The customer uses a cut-off value of 0.030 ng/ml. Approximately four hours later, the sample was recentrifuged and retested (on a different architect i2000sr analyzer in the lab) and generated a result of 0.00 ng/ml. Controls have remained within specifications. No suspect results had been reported from the lab. The patient is diagnosed with hyperactivity and is on a drug regimen and is periodically tested for troponin-I and ck analytes. There has been no impact to patient management reported.